Event description:
Multiple service calls for error messages for over a year. This summary of error messages includes data from the past 6 months. No adverse patient outcomes reported. In 2008 at 1340 tube coil hanging from machine. On the following month, logic e, option 5 shuts off, unable to put info in. On the following month at 10am, tso module not ready for use call service. On the next day, device would not allow volume to be set -error, volume exceeded. Five days later at 7:30am, tso module not ready, fluoro seems on but no image. In early 2009, x-ray disabled would not clear 3x reboot. Three months later at 2:05pm, easyuser will not boot up. A week later at 1:30pm, error table- table step & scan movement not ready for use. Two days later at 8:20am, error- table step & scan movement not ready for use. The next day at 8am, bodyguard faulty or too close at start-up. The following month at 7:30am, table step & scan movement not ready for use.